Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/07/2025, it was reported by a facility representative via (B)(4) that an ar-6480 dualwave¿ arthroscopy pump was giving an error message and the run time was 3 mins and was going too fast. This was discovered during a procedure with no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint unconfirmed, during the evaluation the device functioned without error messages. Physical damage was found to the top cover, bezel, ip module, inflow door lever, and there are 4 missing bumpers. The serial label requires update, and the software label requires update from v1.10 rev 33 to v1.10 rev. 38. See vendor evaluation.